Event description:
On (B)(6) 2022 a patient underwent a hybrid convergent procedure with left atrial appendage exclusion. After the procedure, the patient demonstrated weakness and a computed tomography (CT) scan showed that patient had suffered an ischemic stroke. Patient underwent a thrombectomy to remove the clot. Patient will be discharged to a rehabilitation facility with all expectations of a full recovery. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4) the epi-sense device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be ascertained.